Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the tube for line filter damaged due to customer over tightened it while changing filter. Fse replaced the tube for line filter. Fse ran precision test which passed. Fse also ran calibration and controls. All results were within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) through aware date (B)(4) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 101 pressure low is when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to damaged tube line filter due to over tightening by customer.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low on the g8 instrument. Per customer, the buffer #1 = 1/3, buffer#2= full, buffer#3=full. Technical support specialist (tss) instructed the customer to run the pump and expel air from the system, which brought the pressure back to 9+ mpa. Tss also had the customer cycle through the buffer valves which immediately dropped the pressure to zero with solenoid valve (sv2) energized. Tss then asked the customer to replace the buffer #2 bag filter but that did not help. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Incorrectly noted that the field service engineer (fse) was dispatched on 27-feb-2018. The dispatch date should have been 26-feb-2018.